Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and was implanted with an obtryx sling on (B)(6) 2008. As reported by the patient's attorney, on (B)(6) 2017, the patient experienced recurrent stress urinary incontinence and was implanted with an additional sling device (advantage sling). Boston scientific has been unable to obtain additional information regarding the event to date.